Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed unexpected reset and loss of defibrillation therapy on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient condition was stable.

Event description:
New information notes the programming changes were made to address the issue. The patient condition was stable.